Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 2.50x38mm xience alpine drug eluting stent (des) system was removed from the packaging, the stent came off the balloon and was noted to be inside the sheath. Another 2.50x38mm xience alpine des was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was noted that the xience alpine was prepped before sheath removal and was used inside the patient anatomy. Per device analysis, blood in the balloon folds and in the guidewire, lumen were noted; however, the balloon was tightly folded. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that when the 2.50x38mm xience alpine drug eluting stent (des) system was removed from the packaging, the stent came off the balloon and was noted to be inside the sheath. Another 2.50x38mm xience alpine des was used to complete the procedure. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use (IFU) lists to perform the sheath/stylet removal prior to the delivery system preparation. In this case, it is unknown if the IFU deviation related to incorrect stent preparation may have contributed to the reported event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 2645 removed. H6: medical device problem code 2017- incorrect prep added.